Manufacturer narrative:
The reported high flow equator device was used in used condition. A visual investigation shows the enclosure is very "scuffed up". The filter was dirty but used during investigation and the device was returned but the serial number did not match the device. The hose was very used and had tape as evidence of attempted repair by customer, it too was also used in the investigation. The device powered up and passed self-test. Flow of the device was measured and it meet specification. The device also passed 75% cold start occlusion test. Exceeding specification running for over 6 minutes. 100% occlusion disconnect alarm occurred at 10 seconds meeting specification. Over temp and under temp was then tested and all passed specifications. The device and the investigation of the issue could not confirm the fault occurred. (B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The event was reported by the (B)(6) hospital. The incident that occurred was on a (B)(6) year old male patient who suffered first and second degree burns on lateral aspects of both upper thighs and both lower later arms during a neurosurgical procedure, while using a hf equator and swu-2011 pediatric underbody blanket. The patient's temperature in the or was under 35 degrees c. The device was set at 40 and the patient's temperature rose to 37 degrees immediately. The device was kept consistently at 40 degrees setting throughout the 2.5-3 hour procedure. No alarms went off during the procedure. The burns were found on the patient after the patient was admitted into the oicu. Dermatology was brought in to consult and an antibiotic ointment was used to for the burn. The patient was brought back to the hospital and burns had healed. Additionally, the hospital's clinical engineer confirmed that nothing was found wrong with the equator and the pediatric underbody blanket was disposed of.